Event description:
It was reported when using the bd tube sst plh 13x100 5.0 plbl gold br customer reports filling issue with the tubes, they don't draw properly. Customer also reports that the tube is pushing off during use. This event occurred (B)(4) times. The following information was provided by the initial reporter. The customer stated:. There is a filling issue with the tubes, they don't draw properly. The tubes have to be held and a pressure is needed to avoid they to be expelled before the drawn is completed. Even though the tubes are held, sometimes they don't fill correctly. Quantity affected (B)(4) tubes.

Manufacturer narrative:
H.6. Investigation summary: no customer samples were received, only two photos. Bd was able to confirm the low fill based on images, although they were unable to confirm any manufacturing defects. Bd was unable to confirm the tube push off defect through the images received. Samples retained: five samples tested. Of these, there is no acceptance criterion related to the vacuum volume. Bd was able to confirm the reported underfill incident through retention samples. Bd was unable to confirm the tube push off defect through retention samples. Device history records were reviewed with no issues identified. There were no related quality notifications. Complaints received for this device and the condition reported will continue to be tracked and evaluated. The information will be captured in trend reports and monitored. Our business team regularly analyzes collected data to identify emerging trends.

Event description:
It was reported when using the bd tube sst plh 13x100 5.0 plbl gold br customer reports filling issue with the tubes, they don't draw properly. Customer also reports that the tube is pushing off during use. This event occurred 30 times. The following information was provided by the initial reporter. The customer stated: there is a filling issue with the tubes, they don't draw properly. The tubes have to be held and a pressure is needed to avoid they to be expelled before the drawn is completed. Even though the tubes are held, sometimes they don't fill correctly. Quantity affected = 30 tubes.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E.1. Initial reporter facility name: (B)(6).